Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor experienced a no flow. This occurred after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 12k002 was manufactured on october 2, 2012 to october 3, 2012. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.